Manufacturer narrative:
Method: the sample was reported to be available for return by the consumer. However, at this time I-flow has been unsuccessful in contacting the consumer to obtain any further info. Results: a review of the device history record (DHR) could not be conducted as the lot info was not obtained. Conclusions: if add'l info pertinent to this event becomes available, or the sample is received, I-flow will submit a f/u report. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis, as appropriate.

Event description:
Drug/diluent: unk. Fill volume: 550 ml. Flow rate: unk. Procedure: shoulder surgery. Cathplace: unk. Date of surgery: (B)(6) 2013. The pt's wife contacted the I-flow clinical support line to inquire if she had removed the entire catheter. It was confirmed that it was intact. Pt's wife reported the surgery was on thursday and the pump was reported to be flat and they expected it to run longer. The pt had been unable to press the button down for a bolus as it was stuck. The pt's wife denied the pt experienced any side effects. The hotline nurse attempted to collect further info. The pt's wife stated that she would like to be called later, as her concern was that her husband was in a lot of pain. She was instructed to retain the pump for return.